Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for low blood glucose. The patient's blood glucose at the time of incident was 25 mg/dl. The customer was sweating and semi-conscious as a result of the hypoglycemic episode. Troubleshooting was initiated for the low blood glucose. The customer confirmed that no significant events lead to the hospitalization. The drive support cap was also undamaged. The customer's priming technique was reviewed and his steps followed the priming guidelines. The customer then declined further troubleshooting. No products were shipped or returned.